Event description:
A physician reported that during implantation of glaucoma shunt in the patient's eye, it was not able to release from delivery system properly. The surgery was completed after replacing the product with another one. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Customer reported that "shunt was not able to be released from eds properly. It seems that he tried implanting for the patient's eye, but express shunt was not released". Complaint history review: no other complaints: complaint lot search reviewed, there are no other complaints for the reported lot. Non-conformance review: results found: deviation lot search report was reviewed, deviation identified is not relevant to the reported event for this complaint. A review of the reported lot device history record was performed. The lot met all manufacturing release specifications. The lot was processed and released according to the product¿s acceptable criteria. Product evaluation, the sample was received at the manufacturing site and investigated as follows: the sample was returned in an open secondary packaging. The sample included labels and a cradle with eds placed in designated location. Eds was placed infirmly oriented in cradle. In addition, empty folded gauze pad was included. No shunt was included. There was no pouch of the original packaging. The eds wire partially pressed. The eds wire partially protruded from cannula opening. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Shunt was detached from eds (since it was not included in the received sample) and the eds was operated and performed its functionality releasing the shunt. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Regarding complaint description that " the shunt was not able to be released from eds properly". Visual inspection of the eds shows that wire was not completely pushed/triggered. Failure to release the shunt can be in the case that the eds is not triggered from the mid section trigger point or when the trigger is not pressed all the way, however it could not be determined if this is the case. Complaint cannot be conformed. The manufacturer internal reference number is: (B)(4).